Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. No unexpected empty reservoir alarms during testing noted. Unable to perform the basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the alarm. The pump passed the self test, unexpected restart and all operating currents were normal. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a broken reservoir tube lip and cracked battery tube threads. Moisture damage was found on the electronic and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 302 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer's mother disconnected the call. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 302 mg/dl. Customer was treated with bolus done with syringe.